Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). It was also noted that the patient had a cardiac contractility modulation device implanted. Technical services (ts) provided a review and noted ventricular pacing beats followed by a brief ventricular tachycardia which could possibly have been induced, ts confirmed the right ventricular (rv) lead was capturing. Additionally, ts noted functional undersensing and as a result inappropriate ventricular pacing. An arrhythmia was correctly detected and was treated with anti-tachycardia pacing (atp). Furthermore, ts discussed that some beats were likely fusion beats and noted one t wave oversensing and farfield oversensing. Ts was consulted and discussed reprogramming options such as adjusting the atrial ventricular delay. Subsequently a review of another stored episode was requested, ts discussed that there were ectopic beats, and the device was pacing right after them. Ts discussed that controlling the ectopy through non device means could be beneficial for this scenario. This device remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted. This device was returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). It was also noted that the patient had a cardiac contractility modulation device implanted. Technical services (ts) provided a review and noted ventricular pacing beats followed by a brief ventricular tachycardia, ts confirmed the right ventricular (rv) lead was capturing. Additionally, ts noted functional undersensing and as a result inappropriate ventricular pacing. An arrhythmia was correctly detected and was treated with anti-tachycardia pacing (atp). Furthermore, ts discussed that some beats were likely fusion beats and noted one t wave oversensing and farfield oversensing. Ts was consulted and discussed reprogramming options such as adjusting the atrial ventricular delay. Subsequently a review of another stored episode was requested, ts discussed that there were ectopic beats, and the device was pacing right after them. Ts discussed that controlling the ectopy through non device means could be beneficial for this scenario. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). It was also noted that the patient had a cardiac contractility modulation device implanted. Technical services (ts) provided a review and noted ventricular pacing beats followed by a brief ventricular tachycardia which could possibly have been induced, ts confirmed the right ventricular (rv) lead was capturing. Additionally, ts noted functional undersensing and as a result inappropriate ventricular pacing. An arrhythmia was correctly detected and was treated with anti-tachycardia pacing (atp). Furthermore, ts discussed that some beats were likely fusion beats and noted one t wave oversensing and farfield oversensing. Ts was consulted and discussed reprogramming options such as adjusting the atrial ventricular delay. Subsequently a review of another stored episode was requested, ts discussed that there were ectopic beats, and the device was pacing right after them. Ts discussed that controlling the ectopy through non device means could be beneficial for this scenario. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). It was also noted that the patient had a cardiac contractility modulation device implanted. Technical services (ts) provided a review and noted ventricular pacing beats followed by a brief ventricular tachycardia which could possibly have been induced, ts confirmed the right ventricular (rv) lead was capturing. Additionally, ts noted functional undersensing and as a result inappropriate ventricular pacing. An arrhythmia was correctly detected and was treated with anti-tachycardia pacing (atp). Furthermore, ts discussed that some beats were likely fusion beats and noted one t wave oversensing and farfield oversensing. Ts was consulted and discussed reprogramming options such as adjusting the atrial ventricular delay. Subsequently a review of another stored episode was requested, ts discussed that there were ectopic beats, and the device was pacing right after them. Ts discussed that controlling the ectopy through non device means could be beneficial for this scenario. This device remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted. This device was returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). It was also noted that the patient had a cardiac contractility modulation device implanted. Technical services (ts) provided a review and noted ventricular pacing beats followed by a brief ventricular tachycardia which could possibly have been induced, ts confirmed the right ventricular (rv) lead was capturing. Additionally, ts noted functional undersensing and as a result inappropriate ventricular pacing. An arrhythmia was correctly detected and was treated with anti-tachycardia pacing (atp). Furthermore, ts discussed that some beats were likely fusion beats and noted one t wave oversensing and farfield oversensing. Ts was consulted and discussed reprogramming options such as adjusting the atrial ventricular delay. Subsequently a review of another stored episode was requested, ts discussed that there were ectopic beats, and the device was pacing right after them. Ts discussed that controlling the ectopy through non device means could be beneficial for this scenario. This device remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted. This device was returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.